Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the circumflex(cx) artery. A 180cm luge guide wire was advanced to cross the lesion. However, during procedure, the device dissected the distal cx artery. The physicians tried to stent the dissection but it would not open. The patient then underwent emergency surgery. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.